Event description:
On (B)(6) 2019, this patient underwent endovascular treatment of a chronic type b thoracic aortic dissection using a conformable gore® tag® thoracic endoprostheses. The dissection re-entry site, which was located above the celiac artery, was covered by two gore® excluder® aaa endoprostheses aortic extender endoprostheses. The patient tolerated the procedure. On an unknown date in (B)(6) of 2020, CT angiography identified infolding of one of the aortic extender endoprostheses. The physician stated the cause of the infolding may have been due to tortuous aortic anatomy, or blood flow through the re-entry tear may have caused the infolding. The patient had no clinical symptoms, but the physician decided to do reintervention considering the risk of the organ ischemia and/or the lower limb ischemia. On (B)(6) 2020, the aortic extender endoprosthesis was relined using a conformable gore® tag® thoracic stent graft with active control system. A second conformable gore® tag® thoracic stent graft with active control system was implanted to bridge the proximal end of the first conformable gore® tag® thoracic stent graft with active control system and the distal end of the initial conformable gore® tag® thoracic endoprosthesis. The final angiography showed that blood flow through the devices was sufficient. The patient tolerated the procedure.